Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular in the distal area of the lead the insulation was found rubbed through. This finding can be considered as the root cause for the clinical observation mentioned in the complaint description. Based on characteristics as well as the location of the damages, it is reasonable to assume that the lead had been subject to mechanical stress in the implanted state. Interaction between the lead body and the tricuspid valves should be taken into consideration. Diagnostic images clarifying this assumption were not available. Furthermore coagulated blood residuals were detected approximate to the connector pin which most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
(B)(4) received information that this lead was removed due to oversensing. No adverse patient effects were reported.